Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown product performance issue. This rv lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to loss of capture. This rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; and h6: device codes.